Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to hyperglycemia. The insertion site was abdomen. The infusion set was in use for several hours. Patient reported infusion set cannula was bent. The blood glucose level was 493 mg/dl. Patient gone through stress test, echocardiogram, heart cath. Patient stayed in emergency room (ER) for three days and release from the hospital on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.